Event description:
It was reported that a shaft break occurred. As a 3.50 x 38mm synergy xd drug eluting stent was being inserted, the shaft broke. The device was removed and the procedure completed with another device. There were no patient complications.

Event description:
It was reported that a shaft break occurred. As a 3.50 x 38mm synergy xd drug eluting stent was being inserted, the shaft broke. The device was removed and the procedure completed with another device. There were no patient complications.

Manufacturer narrative:
The synergy xd mr us 3.50 x 38 mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube break at 21.3 cm distal to distal end of strain relief and kinks were also noted along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.